Event description:
In 1997 pt underwent bilateral mastectomies and breast reconstruction with tissue expander followed by placement of permanent implants at appropriate time. In 1998 pt was followed by oncologist with chemotherapy etc. Four months later in 1998 infected rt breast implant removed intact. Now has painful capsular contracture on left side. Also undergoing chemotherapy in 2000. Pt underwent left capsulectomy and implant removal. Implant removed intact - no apparent leaking.